Event description:
Customer reporting no reactivity with a pt sample with a known anti-k and vs189. The customer indicated that the sample was originally tested in tube using a 3% reagent red cell and enhancement solution. Reactivity of 1+ was observed. Customer stated no reports of any discrepancies with any other pts or with qc testing. No erroneous results were reported. No death or serious injury was associated with this incident.